Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, chordae tendinea was caught in the gripper, preventing the gripper from raising. Troubleshooting was performed to release the chordae from the grippers and was successful. During grasping the leaflets, fluoroscopic observation revealed breakage in gripper line. The clip was removed from the anatomy and was replaced with another clip to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the reported gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.